Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp flex for mechanical circulatory support. It was reported that after the impella rp flex was inserted and started, a motor spike and pump stopped occurred within seconds of being started. A restart was attempted with momentary success, but the pump again stopped with motor spike within seconds. The pump was explanted through the peel away sheath and a new pump was successfully placed. There was no harm to the patient reported.

Manufacturer narrative:
The investigation into pump did not start has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.